Event description:
According to the reporter, during an open procedure, the stapler did not fire. There was also an unloading issue, the stapler got stuck. Exchanged the device to complete the case. There was no patient injury.

Manufacturer narrative:
Concomitant medical products: unknown egia su - unknown endo gia sulu, lot# unknown. If information is provided in the future, a supplemental report will be issued.